Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining a blood glucose reading of "238mg/dl" with the subject meter. This comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, however this complaint is being reported because the control solution test performed fell out with the control solution range for this test strip lot. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.